Event description:
On (B)(6) 2026, the patient had an issue with infusion set, as the needle was bent after insertion which led to high bg and the patient was treated by replacing the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.